Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned trail confirmed the instrument was cracked on the posterior side. Also notes heavy scratches, nicks, gauging, and chipping of the product indicative of use. Dimensions taken are conforming to current print specifications. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). (B)(6).

Event description:
It was reported the ps plus trial post cracked during the surgery. No direct impact on the patient. No pieces fell in the patient. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.